Event description:
During preparation for cardiopulmonary bypass, the user reported that the pump roller occlusion was jammed and could not be properly set. There were no adverse consequences to the pt.